Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Vessel spasm is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01022. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter and a velocity delivery microcatheter. The procedure was successful and reperfusion was achieved. However, upon reviewing the procedural angiographs, a vasospasm was identified and no other complication had been noted. The 24 hour post procedure noncontrast computerized tomography (ncct) showed no evidence of intracranial bleeding. The committee reviewed the event and determined the event to be a non-serious adverse event. The committee adjudicated the event with a possible relationship to the penumbra system, definite relationship to the angiographic procedure, and unrelated to ivtpa, and to the index stroke.